Event description:
It was reported that during an unspecified biliary procedure, the guidewire coating peeled off. An extend jag precur guidewire had been advanced to an unspecified biliary location. After cannulation, it was noted that the "tungsten was peeled". The peeled coating was able to be "eliminated naturally" by the patient. The procedure was completed with an unspecified different device. There were no patient complications reported with the patient's current condition listed as "good".